Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that right after connecting the ICD to the already existing leads, the right ventricular impedances increased (>3000 ohms). Reconnecting and cleaning of the connection did not solve the problem, so the ICD was not implanted. Patient status: patient ok.